Event description:
Oracle ro 1221220: reason for return: not detecting set.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 25-may-2022 via email: event did not occur while in use by patient. Found during testing. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. Event history log was reviewed and the error was found multiple times. The customer stated problem was duplicated. Replaced defective dso (downstream occlusion) sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.